Event description:
The customer's wife reported the customer's precision xtra blood glucose meter displayed a low battery message and it did not work. The customer's wife reported the customer normally would test his blood glucose every two hours; however as he was unable to test due to the low battery display message, he decided to inject himself with insulin anyway. The customer reportedly experienced an event when he felt unspecified symptoms of hypoglycemia. The customer's wife also reported there was an injury related to this issue. The paramedics were called and it was reported the customer was taken to a health care facility where he was admitted and diagnosed with severe hypoglycemia. Although the customer's wife reported the customer received medical treatment, the treatment rendered is reportedly unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter (serial # (B)(4)) was returned for an investigation. The complaint was not confirmed. Meter powered on with the button depression and insertion of both control test strips and control cal bar. A low battery icon display message was not observed. This is the final report. Note: during the troubleshooting survey, the customer's wife reported the customer did not replace the battery since he received or observed the low battery icon display message.